Manufacturer narrative:
A titan touch pump was received for evaluation. Partial separations within abrasion were noted on the longer exhaust tube of the pump. This was not a site of leakage. Abrasion was also noted on the other exhaust tube and inlet tube of the pump. No functional abnormalities were noted with the pump. The information received indicated a ¿stuck¿, but because no functional abnormalities were noted with the returned components, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast, though not verified, stuck pump, just the pump was replaced. Additional information received 12/01/2021: both the doctor and the patient said the inflation was difficult and it felt as though the pump bulb was stuck or "frozen" and they were unable to squeeze it. No other adverse patient effects were reported.